Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the for high blood glucose. The customer¿s blood glucose was 461 mg/dl now it is down to 291 mg/dl within an hour. Customer reported that his blood glucose this morning was 160 mg/dl when he woke up. The customer treated with manual injection ,gave himself about 6-8 units and has now given himself a total of 18 units. Customer declined troubleshooting for high blood glucose. The pump will be returned for analysis.